Event description:
Catheter broke during removal. Nurse reported difficulty in removing catheter, requested assistance from another nurse. Catheter broke during removal. Add'l surgery performed to remove tip. Patient condition is "good". Date of event: (B)(6) 2010.

Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a f/u report will be filed.